Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l55918, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. The patient reported that 10 years ago the pump malfunctioned and he had withdrawals. The estimated event date was 2005. Diagnostics, troubleshooting, intervention, and event outcome were not provided. Additional information has been requested but was not available at the time of this report.